Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
The patient reported that after the implant, their chest was jumping due to diaphragmatic stimulation from the left ventricular lead. The lead was programmed off. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.